Event description:
The investigation was concluded on the 17-nov-2020, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
1 unit of lot c1743547 of echo-hd-25-c was returned opened not in its original packaging. It should be noted that this file is related to another complaint file MDR ref 3001845648-2020-00778. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01 oct 2020. The distal end of the needle was found to be kinked. A proximal kink below the sheath extender was observed an additional file was opened in relation to the proximal kink as it could not be linked to the complaint issue. Clarification was requested as follows; ¿was the proximal kink below the sheath extender observed when the device were being sent back to cook ireland?¿ reply was received as follows; ¿no, did not see proximal kink. Only distal end was bent where had difficulty getting needle out¿. As a result of the above clarification the file created was cancelled. Prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-25-c of lot number c1743547 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1743547. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it has been advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to kink. A possible root cause could also be attributed to the endoscope in a flexed position as indicated in the additional information causing the needle to kink distally. It is also possible that the distal part of the needle was kinked due to device handling when the needle was outside the patient during the process of removing the specimen after the first pass which in turn resulted in the difficulty retracting the needle into the sheath. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence.

Manufacturer narrative:
K142688 - 510k#. Investigation is still pending. The device has also being returned and kinks noted also. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep, on (B)(6) 2020, this problem was experienced in one case each day for two days in a row. The customer could not confirm the date of either event. It occurred once with a device from lot c1743547 (cirl ref # (B)(4) - this report ), and once with a device from an unknown lot (cirl ref # (B)(4)). They used the device for one pass and it worked fine. They pulled the needle out, and removed the specimen. Then, outside of the patient, the needle would not fully retract into the sheath. So, they could not use it. They successfully completed the procedure with another cook needle. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause, or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details.